Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver a shock during device preventative maintenance. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not deliver a shock during device preventative maintenance. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Stryker provided the customer with a repair quote for other unrelated repairs; however, no response has been received from the customer. Stryker returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined.